Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.600 mg/day) via an implantable infusion pump. It was reported that the pump was flipped and unable to be refilled. An x-ray was performed to confirm and the hcp was unable to manually flip the pump back to the correct position. It was noted that the pump still had 13 cc of medication and that the low reservoir volume would be until (B)(6) 2020. The hcp stated that the pump pocket would be revised before that date. It was reported that the patient had lost a lot of weight since the implant. The issue was unresolved; the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.